Event description:
It was reported that during a breast biopsy while the probe was in the breast, suddenly the needle partially retracted and gave a cable error code. The site removed the probe from the breast and since they had received enough samples to satisfy the doctor they did not need to use a second probe or holster to complete the case.

Manufacturer narrative:
Date sent: 06/07/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.